Event description:
The high pressure tubing lines came disconnected from the injector syringe during injection and sprayed contrast. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.